Event description:
It was reported that the patient's device had an electrical reset. The device parameters have reset to the original settings and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407645 lead implanted 2008-(B)(6). (B)(4).